Manufacturer narrative:
G3: corrected to on (B)(6) 2020 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -12.0 diopter, implantable collamer lens flipped and doctor took a bite out of it while explanting. A back up lens was implanted. Corneal edema was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a haptic torn. Claim # (B)(4).